Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The focal lesion was located in the mid left anterior descending (lad) artery. The lesion was predilated with two non-bsc balloons. The taxus express2 2.5x20mm drug eluting stent was introduced and was unable to pass the proximal lad. The stent was damaged during the second attempt to advance the device. No patient complications occurred. Patient status is satisfactory.